Event description:
It was reported that this electrode was part of a system revision due to infection/sepsis and a hematoma. The device was explanted. No additional adverse patient effects were reported.